Event description:
It was reported that a user¿s pump displayed ¿dosing stopped¿ after starting a new dexcom g7 continuous glucose monitor (cgm) sensor that showed a warm-up period but then provided no readings, with the pump history indicating sensor reconnecting and no sensor or pairing failure alerts; the user was prompted to re-enter the sensor code on the pump. Symptoms included absence of cgm glucose values on the pump with no adverse clinical symptoms reported. Outcomes included suspension of insulin dosing by the pump until a cgm reading or a manual fingerstick entry was received. User support included remote troubleshooting and education to input a fingerstick instead the user elected to wait for cgm reconnection. Investigation of this case revealed a brief sensor connectivity or data availability interruption resulting in pump safety shutdown of automated dosing, with no evidence of hardware failure reported. It was concluded, based on previously established findings for similar reports, that the cause was transient cgm data unavailability.